Event description:
Customer alleged blood glucose results of 333 mg/dl and 148 mg/dl on the aviva system when testing was performed back-to-back. The customer reported having no symptoms and did not treat or act based on the results. No serious adverse event was reported in relation to the alleged malfunction. Suspect product is unavailable for return; replacement product was sent.